Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that for the last two or three months the top of the patient¿s legs got really cold and stayed cold whenever the patient gave herself a bolus of medication. The cold feeling started at the pump and then traveled slowly along the catheter path to the patient¿s back. It was noted that over the last six weeks the patient¿s dose was increased 27 percent. The patient¿s pump was reprogrammed two weeks prior to the date of this report. The patient was still experiencing pain and was not getting any pain relief at all. The thought was that the catheter was leaking. The patient had dilaudid in her pump and in (B)(6) 2012 fentanyl was put in. The fentanyl in the pump worked well until about 6 weeks ago. No trauma or fall was noted at that timeframe. The physician suspected that the patient just needed a higher dose. A pump roller study was performed, but the results of the study were not known.

Event description:
Additional information was received and it was reported that as of the date of this report, the patient still had a cold sensation that radiated down her leg when she gave herself a bolus.